Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that crossing difficulties were encountered. The 99% stenosed, 20x3.0mm target lesion was located in the severely tortuous and severely calcified left circumflex artery (lcx). After a non-bsc guidewire has cross the lesion, pre-dilatation was performed with a 2.0x15mm unspecified balloon catheter. A 3.00x24mm promus element ¿ drug eluting stent was selected for use and advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was status. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by manufacturer: the stent delivery system was returned for analysis. The device was received with the stent protector and product mandrel inserted. The tip od was measured and was within specifications. A pronounced bend was noted in the main body of the stent. The struts on two of the centre rows were distorted and misaligned. This type of damage is consistent with the stent meeting resistance during the advancement of the device into the patient. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).